Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined he reported stent dislodgment appears to be user related. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Because it was reported that the physician removed the stent from the cover and manually remounted it on the stent delivery system balloon, it should be noted that the rx herculink elite instruction for use (IFU) states: carefully inspect the rx herculink elite renal stent system prior to use to verify that the stent has not been damaged in shipment and that the device dimensions are suitable for the specific procedure. Take care to avoid unnecessary handling. Additionally, the IFU states do not "roll" the mounted stent with your fingers as this action may loosen the stent from the delivery balloon. Based on the review of the reported information, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 6.0x18 herculink elite stent delivery system (sds) was prepared for use and the protective stent cover was removed without resistance. The sds was advanced to the target lesion in the left renal artery and the sds balloon was inflated without incident when it was noted that the stent was not on the balloon. The stent was found inside the protective stent cover. The scrub technician reported inadvertently pinching the protective sheath instead of pulling on the stylet when removing the protective sheath. The stent was removed from the protective sheath and manually remounted onto the sds balloon. The herculink elite stent was deployed in the lesion without incident. There were no adverse patient effects. No additional information was provided.